Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after resetting, and the customer was informed they could continue using the pump, with instructions to call back if the issue happened again.